Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, while opening one of the truespan meniscal repair system plga 24 degree the nurse found a faulty product. The shaft on the device was cracked. The product didn't returned to mitek for evaluation, it was discarded by the customer. Mitek then conducted visual inspection on the picture provided by customer. Visual inspection of the picture received, determined that the silicon sleeve was crack and deformed on the distal tip. A manufacturing record evaluation was performed for the finished device lot number: 6l84389, and no non-conformance related to the reported complaint condition were identified. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to the mishandling of the device. However, it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that the truespan meniscal repair system plga 24 degree device had a cracked shaft while opening its package. During in-house engineering evaluation, it was determined that based on the picture received, the silicon sleeve was crack and deformed on the distal tip. There was no procedure nor patient involvement reported. No additional information was provided.